Event description:
On 7/3/2023, it was reported by a sales representative via email that an ar-1318ft corkscrew ft anchor was not attached to the inserter. The surgeon attempted to load the anchor back on, but it began to strip. Another ar-1318ft corkscrew ft was opened from the same lot number and did not have the anchor attached to the inserter either. The surgeon tried reattaching it, but the sutures pulled out of the anchor. The case was completed with a combination of sutures and products from another manufacturer. This was discovered during a joint capsule repair procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling upon opening.